Event description:
It was reported that a patient¿s implantable neurostimulator (ins) did not stick out. It was noted that the ins did no work.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).